Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr, ous, 2.5x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent rows 1-2 are damaged and stent struts are lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) measured which is within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. Visible hardened medium along extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx). A 2.50x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable and doing well. However, returned device analysis revealed stent damaged.